Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure while using the exprsew iii device when opening the retention plate of the sterile packaging, it was found to be disassembled from the device in which it is loaded; it could not be reassembled; it is sent in sterile instability implants. It was unknown if a like device was available for use. It was unknown if there was a delay in the procedure. There was patient involvement. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device appears to be disassembled, and a plate was detached from the device. No other anomaly could be observed on the fragment of the device that was visible. The manufacturer performed an investigation of the photo provided with the following results: the plate is observed to be out of the loader in the photo. It is possible that when opening the sterile barrier, the assembly was dropped, knocking the plate out of the loader. Reviewing product and ncr history, we have never had this instance reported to us until now, the risk is low. The overall complaint was confirmed as the observed condition of the exprsew iii ac+ rtn plate 1ea would contribute to the complained device issue. Based on the investigation findings, a potential cause could not be established. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.